Event description:
It was reported the patient had been having a urinary tract infection for about the last week. The patient had been having fevers and their sinuses had been bothering them. It was noted the patient was taking bactrim. The patient was having a CT scan the day after the report to check their kidney stones. The year prior, the patient had a 3 cm kidney stone, but had only had small ones since. It was stated the patient had not had kidney stones as frequently as they were at the time of the report. For the past two weeks, they have been passing a kidney stone every other or every three days. The patient would get severe flank pain and by the next day they would pass a stone. In addition, it was noted the patient started having bladder spasms when stimulation was higher; 1.5v or 1.6v. Stimulation was turned off, but the bladder spasms did not stop. At the time of the call, the patient had turned stimulation down t o 1.4v. It was noted the patient hurt their back around (B)(6) 2013 and again in (B)(6) 2014. It was stated that the patient hurting their back was affecting the effectiveness of their interstim because the pain was going down their spine to where the interstim was. The patient was trying to get into a pain management doctor to get an injection. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0cvdw, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient called because she had been having trouble getting a hold of or meeting up with manufacturer's representative. The patient had hurt her back and fell and thought it may have affected the interstim system. A pain specialist gave her a couple injections in her back and the patient knew that "the last one disconnected the...when it went down my spine when I woke up I know it completely disconnected the spinal connection between the stim and my bladder". The manufacturer's representative said she thought she could get it back but it had been about 5 months since problems started and since the patient spoke with the representative about it. They hadn't been able to get together. The patient noted a representative was aware of event being reported as the patient spoke with representative about 5 months ago. The patient stated she should also probably tell managing hcp (healthcare provider) that she was just released from the hospital. Patient services inquired if reason for being in the hospital was relate d to interstim? The patient stated: no, it was for chestpain and migraines. Patient services inquired if these symptoms existed prior to interstim or if not when did they start? The patient stated: no, her hemoglobin had dropped in the 8 point something and because her hemoglobin was so low her chest pain was like 2 to 3 which was expected when hemoglobin was so low. Patient services inquired if the hcp felt problems were unrelated to interstim? The patient stated the doctor did not feel problems were related to interstim. The patient was seen by an endocrinologist because creatin was elevated and they were concerned about her kidney function, but hcp did not think it was related to interstim. The patient stated they ended up starting the patient on a diuretic. Today during call, the patient reported "because of the stim not working" the patient resorted to wearing diapers. Patient services inquired if this problem also started 5 months ago? The patient stated: no, pt states she really didn't have a problem because she wasn't taking a diuretic she was taking a heart medicine but because of the chest pain they wanted to reduce the stress on her heart and reduce the fluid. Patient services clarified does the patient mean that she has been incontinent/using diapers because of starting the diuretic? The patient stated: yes. The patient stated she started diuretic probably (B)(6) before getting discharged from the hospital and went in the hospital (B)(6) before that "so maybe like two weeks". The patient started to report medical history of falling and breaking the same leg twice, and the patient had a commode right next to her bed. The patient's ankle was completely replaced with metal. The patient confirmed this was prior to interstim implant. Patient services encouraged the patient to follow up with managing hcp about concerns. Additional information received from the manufacturer's representative on 2014-12-19 noted that the representative met with the patient for reprogramming on (B)(6) at the doctor's office. The patient needed stronger programs so the representative increased the strength of each program. The patient's lead placement still looked very good. The patient had good impedance test results too. They reviewed how to use her patient programmer.